Manufacturer narrative:
The reported glidescope core smart cable was returned to verathon for evaluation, along with the glidescope core 10-inch monitor used during the reported procedure. A verathon technical service representative evaluated the returned devices and confirmed the reported image issue. When connecting the reported glidescope core smart cable to a known, good, test verathon video monitor and camera, the image produced on the monitor screen was dark. When manipulating the connected test camera, the image on the screen would brighten and then intermittently produce green and purple bands that ran horizontally across the image. The camera image quality test was performed and failed for the reported glidescope core smart cable. Next the verathon technical service representative evaluated the return glidescope core 10-inch monitor. Upon visual inspection by the verathon technical service representative, they reported both the "a" and "b" connector ports for the video monitor were damaged. Connector "a" was found to be missing its magnet connector, and connector "b" had its center plastic connector pushed in. The verathon technical service representative did not attribute the image issues reported to the damage found to the video monitor. The camera image quality test was performed and passed for the returned glidescope core 10-inch monitor. Upon completion of the evaluation the customer was notified of the reported image issues found to the reported glidescope core smart cable, with the recommendation to replace the smart cable due to there being no repairs available for this device. The glidescope core 10-inch monitor was repaired for the reported damage found upon approval by the customer. After the completion of the repair, the glidescope core 10-inch monitor was returned to the customer along with their glidescope core smart cable, which was returned "as-is" per request of the customer. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Manufacturer narrative:
The device return is anticipated, however; at the time of the report the device has not been received by verathon. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
A customer reported that during a patient procedure, using a glidescope core smart cable, the image on the connected monitor was green and pink causing the image to not come through clearly. The customer reported that the image issue may be isolated to the smart cable as they changed the laryngoscope but continued having the same image issue. No delay in the procedure or harm to the patient or user was reported.